Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter did not go backwards during use. The following information was provided by the initial reporter, translated from korean to english: the needle didn't go backwards during use

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution ? D10: returned to manufacturer on: 04-oct-2022 h6: investigation summary our quality engineer inspected the sample submitted for evaluation. Bd received one used and retracted insyte autoguard needle assembly with no product documentation to indicate the reference or lot number. The unit was un-retracted to attempt to replicate the reported issue. While pushing the needle hub back out, the needle hub stayed stuck in place without locking the button in. This indicated that there was interference with the components and preventing retraction. Further microscopic inspection found that one of the coils of the spring was slightly bent and out of place. If the coil is out of place, it could cause friction against the needle hub and grip, jamming the needle hub in place. This was the physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to a misalignment or an incorrect equipment setting. Per the quality control plan, inspections for needle retraction are performed periodically during the manufacturing process to mitigate the occurrence of this defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter did not go backwards during use. The following information was provided by the initial reporter, translated from korean to english: the needle didn't go backwards during use.